Manufacturer narrative:
Device evaluation: the product was returned for evaluation. A visual inspection of the pump found bottom seal was intact, the top case was cracked on front corners, cracked right plunger case, and plunger flippers are sticking. Event history log confirmed reported failure. Invalid syringe alarm found at syringe test. Syringe size was out of specification; size pot was out of calibration. The problem was attributed to normal wear and calibration drift as the pump is over 4 years old. Components were replaced and pump sensors were recalibrated; performed all functional tests which passed. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the product showed a constant 'check syringe size' error. No patient injury was reported.